Event description:
It was reported that the patient had a potential rash near at the ipg site with discoloration. The patient was also experiencing inadequate stimulation. The patient underwent an explant procedure, and the explanted device was not returned.